Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester called alleging observance of three different results when testing today. Initial test: inr = 4.5. Repeat (after a few minutes and with blood from the same puncture site): inr = 3.1. Second repeat (another few minutes later, new puncture site, still same finger): inr = 5.1. Patient's therapeutic range is 2.0-3.0.